Event description:
Additional information received reported that the manufacturer representative performed a physician mode recharge (pmr) and it got the patient¿s device out of overdischarge. There was not a device flip. The overdischarge happened because the patient¿s family member forgot to charge the recharger while the patient was in the hospital for other reasons. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37651, serial # (B)(4), product type recharger; product ID 3093-33, lot # va0cwqd, implanted: (B)(6) 2013, product type lead; product ID 3093-33, lot # v118846, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that they did the antenna locate feature but still couldn¿t get communication with the implant. There was no communication with the recharger or the programmer. It was reviewed that the implant was in overdischarge. It was reported that the replaced recharger did now recharge properly. The patient was implanted with a deep brain stimulation (dbs) device however this was used for pelvic floor disorder and incontinence. It was noted that the manufacturer representative would do the physician mode recharge (pmr) process. Additional information has been requested, a follow-up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not empty all of the way when they have a urinary tract infection. The patient wanted to recharge, but could not start the physician mode recharge. The patient was advised to recharge normally. The patient saw the screen indicating to charge the recharger. The patient was able to start charging with six to eight coupling bars after plugging the recharger in. They had not charged for two weeks.

Event description:
It was reported that the patient¿s recharger was not charging. The patient met with their health care provider (hcp) and manufacturer representative 3 days ago and was told to call and get a replacement recharger. It was noted that the manufacturer representative tried to work on the recharger and it was not working. The outer part was definitely not broken and they were not capable of working on the recharger and the patient was very sick right now. It was reported that it was not charging and was totally dead. The patient¿s family member got the recharger and plugged it in but then received another call and had to go. It was stated that the patient was in the hospital for a urinary tract infection (uti) 1.5 months ago. It was possible that every time they charged it might not have been working and when the therapy was working the patient didn¿t get utis. After being in the hospital then that patient was in a rehabilitation facility to walk and they pulled out their catheter. It was noted that they tried to get the patient into their hcp but it was a week before they could get in. The recharger had not been charged because it had not been working. It was reported that the recharger was plugged into the wall and the recharger battery was blinking but not all the way across and it was estimated that the first quartile was blinking. The recharger had not been plugged in for a while and it was noted that the connector pin did not feel loose. It was stated that they couldn¿t tell what happened when they tried recharging at the appointment because the manufacturer representative was doing it. When the patient was in a nursing home it wasn¿t working either. It was noted that they were waiting for the hcp¿s appointment for the patient and was expecting a call back from the hcp. The recharger was left plugged into the wall overnight but today was noted the day to try recharging because the patient was having an emergency appointment due to their catheter leaking and not going into the catheter bag. It was reported that the patient¿s family member could not explain the icons on the recharger and they had never seen the screen before. The green start charge key was pressed and they received the reposition antenna message. It was stated that the manufacturer representative told them all they had to do was call and get a new recharger and the recharger would not go off. The patient¿s hcp called and they had to go. It was reported that the hcp¿s office called the manufacturer representative about a month ago and at that time they could interrogate the implantable neurostimulator (ins) with the clinician programmer but the recharger was unable to find the device. The manufacturer representative directed the hcp to contact technical services for further troubleshooting and they were not sure if they did so. It was noted that the concern was that the recharger was in the hands of the nursing home attendant who may or may not have taken care of the recharger properly. The manufacturer representative thought the hcp directed the patient to contact patient services at that time but they were not sure if they did. It was reported that the patient recently came into their hcp¿s office and they had only seen the patient 1 time. The hcp¿s office called the manufacturer representative and the patient was there but they did not have the correct card to check the device. It was noted that the manufacturer representative gave the hcp the correct card and they could communicate with the ins using the clinician programmer but again the recharger would not find the ins. The manufacturer representative was not actually at the appointment but had directed them to contact patient services. It was reported that the hcp told them that recharger appeared charged and working fine but when trying to recharge it gave the reposition antenna screen. Hcp told the manufacturer representative that the device was close to the surface of the skin and asked them if the device may have flipped. It was noted that they were not aware of any trauma or injury and the patient had testing or imaging done, possibly an x-ray, but nothing that would have damaged the ins and not an MRI. Additional information received reported that the recharger anomaly appeared to have occurred through product use and no patient harm was reported. Analysis of the recharger found that the device tested ok to specifications.